Manufacturer narrative:
(B)(4). The following additional information was requested and obtained: clr222us15 /prineo was entered as product code. However, event describes dermabond advanced. Please verify what was used dermabond advanced or prineo? Prineo was initially applied then fell off; when bleeding stopped the nurse practitioner applied dermabond advanced on the post op floor provide product code? What degree of flexion was the knee when prineo was applied? 90-120. How many layers of adhesive were used over wound during application? One. Was anything else place on the wound after dermabond applied? N/a. Was a dressing placed over the incision? If so, what type of cover dressing used? Why was dermabond advanced used for wound closure instead of prineo? What is the physicians opinion of the contributing factors for the oozing and the prineo coming off? What is the most current patient status? Patient has not been readmitted no further info provided. Follow up meeting with nurse practitioner she reported the patient was not readmitted after this stay; physician is unsure of the reason for additional oozing; no further information provided to report. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a total knee arthroplasty on (B)(6) 2019 and topical skin adhesive was used. Post-operatively the adhesive fell off due to oozing underneath the device. Once they had stopped the oozing, she applied a different adhesive to the incision. Patient had to stay in on the post op floor for two additional days for monitoring on post operative care floor, there are no samples to return. Additional information has been requested.